Manufacturer narrative:
The tandem user guide states, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was low, and the meter bg reading was 118 mg/dl. Reportedly, customer used different meters to calibrate. No additional patient or event information was available. A root cause could not be determined. Reportedly, customer entered in new bg value and pump began displaying accurate cgm readings.